Event description:
Meter name: ot ultra. Strip name: ultra. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: dizzy and weak. A pt reported they were using too many strips due to error messages. Their meter allegedly would only prompt error 2 and error 5. The result on their meter was 126 and 103 mg/dl there were no other tests performed and no comparisons. Not treated. No further info has been reported.